Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial #(B)(6); implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that the recharger is not taking a charge when docked. Caller stated they have tried different charging cables and the issue was not resolved. Caller mentioned they were part of the titan 1 study. . Caller did not have equipment with them at the time of the call. Redirect caller to patient services once they have the equipment with them for further troubleshooting. The agent reviewed with caller that due to being in the clinical study, may need additional support if the product needs to be replaced. Information was received from clinical rep who stated that the clinical team as replacements are typically managed through the study and the fce. But they are not sure about this situation, though, since it's titan 1 and they are past the support period for the study. Additional information was received from the patient on 2026-mar-02. They reported that the recharger has scrolling green lights and won't power on. The issue was not resolved. Agent e-mailed study contacts and later noted that, due to the study being over, agent was instructed to order replacement equipment. Agent sent request to repair.